Event description:
It was reported that a farawave 31 mm during procedure to treat a paroxysmal atrial fibrillation had a stuck guidewire. The physician had the wire in the left superior pulmonary vein, and we just finished all of our ablations in the vein. The physician said the guidewire was stuck and that he felt resistance as he pulled. The physician was instructed to advance the guidewire and retract the catheter/sheath away from the pulmonary veins. He could not retract the wire still. He was then told to collapse the farawave and pull everything into the sheath including the wire. He pulled and the wire came free but had to pull with force. To solve the issue the device was removed and replaced with a new one. Then the procedure was completed without patient complications. The catheter is not expected to be returned for analysis as it was discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.